Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: after checking the returned endoscope. The dec was successfully attached. It was confirmed, that there was no problem on the endoscope side. No manufacturing defects were found. And it is potentially, that the user was not wearing the dec properly. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical miyagi on 22-jun-2021 under normal conditions. Passed all required inspections. And was released accordingly. Also, there were no reworks or concessions. And the dates of approval for shipment and actual date shipped were confirmed on 22-jun-2021. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
No known adverse event per the initial report, the user sent the device in for service with a complaint code of distal tip upgrade. Notes in asset request stated: reason for repair. Endoscopy tech stated, that the disposable piece that is attached to the distal end will not stay latched onto the scope and can be harmful to a patient. This event occurred at the time of unknown. There was no report of patient harm. B3: not known for the exact date. We just know the year the complaint was sent in to manufacturer. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.